Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 31. Details of surgery: implant surface not completely covered with bone. On 2024-01-16, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, bleeding, increased sensitivity and inflammation. No further patient complications were reported.